Manufacturer narrative:
(B)(4).

Event description:
The customer reported that accessing patient management caused the information center ix to reboot. The issue occurred after (B)(6) 2018. There was no patient incident.